Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned pump underwent a thorough analysis. The pump was visually and microscopically examined. No anomalies were observed in the component. The pump did not pass inflation or activation testing. Based on the information available and analysis results, the pump inflation and activation issues identified via analysis could have caused or contributed to the reported clinical observation of mechanical problems.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed in which it was confirmed that the reservoir had a hole. The pump was removed and replaced, and a new reservoir was placed. The old reservoir was left inside the patient. The cause of the reservoir hole was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed in which it was confirmed that the reservoir had a hole. The pump was removed and replaced, and a new reservoir was placed. The old reservoir was left inside the patient. The cause of the reservoir hole was not detailed by the hospital. No patient complications were reported.